Manufacturer narrative:
Visual investigation: we made a visual inspection of the fracture surface. It could be typically signs of a fracture caused by a to high torque. The direction of the fracture lines could be an indicator for clockwise torque. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The current failure rate is within the risk analysis and therefore acceptable. Conclusion and measures / preventive measures: on the basis of the current information and the investigation results, a clear conclusion can not be drawn. There is no indication for a material defect, manufacturing failure or design error on the basis of the device history record. Based on the investigations and results of the 8d report a CAPA is not necessary.

Manufacturer narrative:
Investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a ennovate mis screwdriver . According to the complaint description the tip of the screwdriver, which was inserted into the pedicle screw, broke during surgery. Type of surgery: occurred during a revions surgery of an external supply l5/s1 and externally performed, low grade infection me, now continuation of instability spondylodesis l5/s1. The tip remained in the screw. The screw head had to be milled, the polyaxial tulip came loose, and the screw was removed with a left-hand thread revision set (the defective screw 10.5 was replaced by the same size). The surgery was successfully completed. Additional measures were necessary due to the time-consuming removal of the screw. Surgery was prolonged for about 180 minutes. An additional medical intervention was necessary. Additional patient information is not available. The adverse event is filed under aag reference 400485828. Involved components: sy876ts - ennovate polyax.screw 10.5x55mm fenestr. - 52417677